Event description:
It was reported that during an inspection of the scope, it was found that the image was blurry. Since the scope was not used in a clinical setting, there was no pt involvement.

Manufacturer narrative:
Investigation details: MFR assessment rec'd on 12/11/06, indicates that the tubes are bent with heavy kinks. This is a result from mishandling of the scope.